Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited undersensing during ventricular tachycardia (vt) detection episodes. It was further reported that the right ventricular (rv) lead exhibited diminished sensing of r waves. The leads remain in use. No patient complications have been reported as a result of this event.